Event description:
Erroneously elevated troponin (accu tnl) results from three (3) different patients that were generated by the access 2 instrument. Results were: 10.7 ng/ml, 0.99 ng/ml, and 1.54 ng/ml for patient a to c respectively. Reported out of the lab. The customer indicated that an emergency department called concerned that they were getting alot of high results. The customer indicated that the patient (a, b, c) original samples were re-tested for accu tnl on another instrument in their lab. The accu tnl results were 0.01 mg/ml, 0.02 ng/ml, and 0.19 ng/ml for patient a to c respectively. No additional information regarding this event was provided by the customer. The customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.